Manufacturer narrative:
This supplemental report is being submitted to provide the reported physician details.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while traveling through the passport scanner at the airport. It was determined that the inappropriate therapy occurred due to interference from the radio frequency identification) chip(s) in the passport. No adverse patient effects were reported, and the s-ICD remains in service.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while traveling through the passport scanner at the airport. It was determined that the inappropriate therapy occurred due to interference from the radio frequency identification) chip(s) in the passport. The s-ICD remains in service. It was additionally clarified that a total of three inappropriate shocks had occurred during exposure to airport security equipment. The s-ICD was subsequently reprogrammed. Technical services provided best practices for cases of electromagnetic interference in patients with s-ICD. No adverse patient effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) while traveling through the passport scanner at the airport. It was determined that the inappropriate therapy occurred due to interference from the radio frequency identification) chip(s) in the passport. No adverse patient effects were reported, and the s-ICD remains in service.